Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where during the procedure, one device embolized into vasculature. Patient pathology was a barlow disease with severe degenerative mitral regurgitation (mr) with extensive valvular tissue and extreme prolapse from segments 2 to 1, and good left ventricular function. The first pascal was placed slightly medial with a good reduction achieved, but still residual mr grade 3 from the lateral side. A second pascal was placed centrally with little reduction. Therefore, this second device was repositioned, with very good reduction. A third device was attempted and while introducing the third device a single leaflet device attachment (slda) was noted on the second device. The posterior mitral leaflet (pml) was free and severe mr reappeared. Therefore, the plan changed to stabilize the second device. The third pascal was maneuvered posterior around the detached device, however at this point, the second device also detached from anterior mitral leaflet (aml) and was mobile in the atrium. After consultation with the surgeons, the plan was to continue with edge-to-edge repair and to rescue the embolized pascal with a snare. However, ultimately the procedure was stopped, and the third device was bailed out due to leaflet quality and possibility to detach another implant. After bailout, the patient went to surgery. Unfortunately, the device embolized from the atrium and lodged in the common iliac artery. There was impact to perfusion but did not lead to any critical ischemia. As per the cardiac surgeon, there was a cleft in the posterior leaflet, which no one during the procedure was aware of and was not noticed due to the extensive valve tissue. Valve replacement was needed because the valve tissue was very vulnerable and fragile to manipulation. Patient was noted as to be fine so far after valve replacement surgery.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h6 and h11. The complaint for implant detaches from both leaflets into vasculature (intra-procedure) was confirmed with other empirical evidence as confirmed by the edwards clinical specialist present at the case. Available information suggests that patient conditions and procedural factors may have contributed to the event. The valvular anatomy of the patient contributed to difficulty in device placement as well as a cleft in the posterior leaflet, which no one during the procedure was aware of and was not noticed due to the extensive valve tissue which resulted in an slda (single leaflet device attachment) and device embolization. Procedural related factors include the navigation with, and placement of, multiple devices. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. There is one nonconformance attributed to this work order, but it is unrelated to the complaint event.